Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation of the device, an issue related to the oxygen blending module board and o2 tubing were observed. The device's oxygen blending module board and o2 tubing were replaced to address the issues.